Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had sporadically switched time from a.m. To p.m.couple of times during usage of device.this allegedly resulted in the patient experiencing low blood glucose (bg) levels, too low to register, causing pt to go ¿out.¿ patient has hypoglycemia unawareness. Patient required assistance from family members and was treated glucagon and juice. Patient has discontinued pump therapy until a replacement arrives. This complaint is being reported as the time change issue was not resolved and the patient experienced hypoglycemia related to this issue.